Event description:
New information received notes that the patient was in stable condition. The patient weight was (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor falsely detected atrial fibrillation by picking up on the patient's intrinsic irregular rhythm. The physician elected to monitor the patient. The patient experienced no adverse consequences.